Event description:
Compression machine plugged in, made a very loud noise, unplugged it. Reported to biomed. Main processor board not sending out strong enough voltage to open relay valve. Ordered new board from manufacturer, once received will replace and if passes operational verification will put back in service.